Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot # 73e2100912. Investigation did not show issues related to the complaint.

Event description:
The clips were not loaded into the applier properly during a surgery. The user opened another unit of which could load the clips properly.

Event description:
The clips were not loaded into the applier properly during a surgery. The user opened another unit of which could load the clips properly.

Manufacturer narrative:
(B)(4). The customer returned two clips and lidstock from unit 544240 hemolok l clips 6/cart 84/box for investigation. One cartridge was also returned. No clips or clip fragments were present inside the cartridge. The clips were visually examined with and without magnification. Visual examination revealed that the first clip had one of its pierced bosses broken off, had scrape damage, and its inner hinge was broken in half. There was also a gouge in the hook. Visual examination revealed that the second clip had a gouge in the hook and its inner hinge was broken in half. Both clips appear used, as there is biological material present on the clip. Slight scrape marks were also observed on the returned cartridge. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clips is consistent with improper loading of the clip or with using damaged appliers. The damage to the inner hinges and the boss indicates that excessive force was used during loading. Therefore, unintentional user error appears to have caused or contributed to this issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. Two loose clips were returned. The first had one of its pierced bosses broken off, scrape damage, and its inner hinge was broken in half. There was also a gouge in the hook. The second clip had a gouge in the hook and its inner hinge was broken in half. R & d was consulted for this complaint, and it was determined that the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. The damage to the inner hinges and the boss indicates that excessive force was used during loading. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.